Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not communicating. A technical support specialist coordinated with it to provision a new virtual machine, ensured it met the required specifications, rebuilt the carefusion coordination engine server, re-established communication with the 4000 console, configured the interface with the new ip address, and confirmed successful message delivery. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000 console, there was a request to put all machines on critical override as whole system on site are down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.